Manufacturer narrative:
A visual examination of the returned device revealed a pinhole leak at the proximal end of the distal markerband. The device history record review confirms that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation, that during preparation for an unknown procedure, a uromax ultra dilatation balloon was attempted to be inflated outside the patient. The balloon would not inflate. There were no complications to the patient. It is unknown if the procedure was completed.